Event description:
Information received indicates the brake/steer caster continues to swivel when in brake.

Manufacturer narrative:
The technician isolated the issue to a worn brake/steer caster. He replaced the brake/steer caster to repair the bed.